Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 (mg/dl). Customer consumed carbohydrates to treat their bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: pump data did not show any low blood glucose (bg) levels recorded on the event date of (B)(6) 2016. Pump data recorded four low bg levels entered on the night of (B)(6) 2016, all before alert 11's (user did not complete bolus work flow) were annunciated. There was a low bg level of 59 (mg/dl) entered on the morning of (B)(6) 2016, during a bolus request. There were no erratic basal insulin rate changes or bolus requests that would cause the customer's bg levels to drop. Pump logs do not indicate that the insulin pump caused bg levels to go low. There is no evidence that the insulin pump malfunctioned or experienced a failure.